Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypadtraces. Unable to prime device during prime test due to faulty force. Device was programmed with correct time and date. Device monitored with basal rate for five days no unexpected bolus activation and delivery was noted. Device was received with cracked case at lcd window corners, reservoir tube and battery tube threads. Device was received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was performed. The device was returned for analysis.